Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial numbera review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that station shoed a failure in display. A field service engineer (fse) coordinated with the pharmacy team who allowed identification of an authorized user who successfully logged into carefusion admin (cfnadmin) and accessed the configuration page. During troubleshooting, a storage space recovery for smart remote manager failure was also reviewed. The configuration was then corrected by reapplying the existing inventory configuration settings. Post-repair, the customer validated access by logging in and performing inventory actions. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager was not detected and a "requires maintenance" error message was displayed.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.